Event description:
Patient underwent hip procedure on (B)(6) 2011. During the procedure, the surgeon attempted to insert and impact the acetabular liner two times into the shell; however, the liner would not lock into the shell. The surgery was completed using another acetabular liner that was on hand.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. The user facility was notified of the event on january 2, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-00004.) (B)(4).